Manufacturer narrative:
Manufacturer exemption number: e2015051. This MDR report is part of the 227 pilot program. Additional lot numbers: one (1) unknown lot number. W3630829, w3675540. Continued from section d.11.: erbe electrosurgical generator, unknown model. Cook fusion quattro extraction balloon (fs-qeb-a). Olympus 160 side-viewing ercp endoscope. Olympus 190 endoscope. Continued from section h.6.: (B)(4). Three (3) of the four (4) reported devices were returned to cook endoscopy for evaluation. Our evaluations confirmed the reports as described in all of the three (3) returned devices. The coating on the returned wire guides have been damaged at locations ranging from 20 to 25 cm from the distal tip. Each of the returned wire guides have coating damage that exposes the core wires from a range of 4 to 16 cm in length. No pieces of the coating appear to missing. A discrepancy or anomaly that could have contributed to the reported event was not observed during our laboratory analysis. For one (1) of the returned devices with a known lot, the review of the device history record indicated a nonconformity for coating damage that could be related to the observation reported by the user. A review of the specification was conducted and a 100% visual inspection of the coating on the wire guide is performed and inspects for any damage or deformities. This inspection process would have removed any products having this nonconformance prior to distribution. Therefore, a discrepancy or anomaly was not observed with the product that was released for distribution. The device history record for the remaining known lot numbers said to be involved was reviewed. A discrepancy or anomaly was not observed with the products that were released for distribution. A definitive cause for the reported observations could not be determined because the conditions of the product said to be involved prohibited a complete evaluation. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our laboratory analysis of the returned product. The instructions for use advise the user that the wire guide should be kept wet for best results. The instructions for use describe the appropriate flushing techniques for use of this coated wire guide. These techniques described include, flushing the endoscope accessory channel and/or lumen of accessory device with sterile water before wire guide insertion. If these flushing techniques are not followed or inadequate flushing occurs, this can contribute to wire guide coating damage. Prior to distribution, all fusion pre-loaded with acrobat wire guides are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
This report summarizes four (4) malfunction events. A review of the events indicated that during endoscopic retrograde cholangiopancreatography (ercp) procedures, the physicians used cook fusion omni-tomes pre-loaded with wire guide. During the procedures, the users experienced damage to the coating of the pre-loaded wire guide. These reports were received from various sources on various dates. All four (4) events involved patients with no patient consequences. One (1) of the patients was reported to be female.

Manufacturer narrative:
Additional lot numbers: one (1) unknown lot number. W3630829. W3675540. Concomitant product(s).: erbe electrosurgical generator, unknown model. Cook fusion quattro extraction balloon (fs-qeb-a). Olympus 160 side-viewing ercp endoscope. Olympus 190 endoscope. (B)(4). Three (3) of the four (4) reported devices were returned to cook endoscopy for evaluation. Our evaluations confirmed the reports as described in all of the three (3) returned devices. The coating on the returned wire guides have been damaged at locations ranging from 20 to 25 cm from the distal tip. Each of the returned wire guides have coating damage that exposes the core wires from a range of 4 to 16 cm in length. No pieces of the coating appear to missing. A discrepancy or anomaly that could have contributed to the reported event was not observed during our laboratory analysis. For one (1) of the returned devices with a known lot, the review of the device history record indicated a nonconformity for coating damage that could be related to the observation reported by the user. A review of the specification was conducted and a 100% visual inspection of the coating on the wire guide is performed and inspects for any damage or deformities. This inspection process would have removed any products having this nonconformance prior to distribution. Therefore, a discrepancy or anomaly was not observed with the product that was released for distribution. The device history record for the remaining known lot numbers said to be involved was reviewed. A discrepancy or anomaly was not observed with the products that were released for distribution. A definitive cause for the reported observations could not be determined because the conditions of the product said to be involved prohibited a complete evaluation. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our laboratory analysis of the returned product. The instructions for use advise the user that the wire guide should be kept wet for best results. The instructions for use describe the appropriate flushing techniques for use of this coated wire guide. These techniques described include, flushing the endoscope accessory channel and/or lumen of accessory device with sterile water before wire guide insertion. If these flushing techniques are not followed or inadequate flushing occurs, this can contribute to wire guide coating damage. Prior to distribution, all fusion pre-loaded with acrobat wire guides are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
This report summarizes four (4) malfunction events. A review of the events indicated that during endoscopic retrograde cholangiopancreatography (ercp) procedures, the physicians used cook fusion omni-tomes pre-loaded with wire guide. During the procedures, the users experienced damage to the coating of the pre-loaded wire guide. These reports were received from various sources on various dates. All four (4) events involved patients with no patient consequences. One (1) of the patients was reported to be female.